Event description:
It was reported that, during a kidney stone procedure, the fiber broke after 15min of use. The laser did not stop emitting after the brake, and the surgeon's arm was burned. Two more fibers were used and both fibers broke. The procedure could not be completed, and the patient was under general anesthesia. There were no patient complications reported. Fiber 1 of 3.

Manufacturer narrative:
With the available information, boston scientific concludes that the reported burn and fiber break events were confirmed through analysis of the media provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device labeling cautions the user to carefully inspect the fiber for damage prior to use and to avoid bending the fiber at sharp angles as that can cause damage to the fiber. The reported adverse effect of a burn is a known risk associated with use of the device as indicated in the IFU. According to the IFU, the following is cautioned: handle the fiber with care as damage may occur if struck or bent sharply. In addition, thermal damage is a known risk associated with this device type and procedure and is noted as such in the IFU.

Event description:
It was reported that, during a kidney stone procedure, the fiber broke after 15min of use. The laser did not stop emitting after the brake, and the surgeon's arm was burned. Two more fibers were used and both fibers broke. The procedure could not be completed, and the patient was under general anesthesia. There were no patient complications reported. This report corresponds to the first fiber.